Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while at the moment of ligation, and using the none loop suturing technique, the thread of the absorbable suture broke. It was opened 5 minutes prior to use. They replaced it with the same kind of product to complete the case. The patient was alive with no injury.